Event description:
The sheathless insertion was unsuccessful as the catheter kinked in the femoral artery. The iab was inserted with a sheath into the pt on 10/09/1998 at 8:00 p.m. On 10/09/1998 at 12:00 a.m. After iabp for about four hours, the balloon ruptured with a sudden loss of function. The balloon was removed and a second iab was inserted. The pt went on to expire on 10/10/1998 at 4 a.m. It was unknown if the death was a result of the event because the pt was quite sick. Event complications: the pt went on to expire - reported 10/13/1998. Pt's current status: expired - reported 10/13/1998.